Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus / essure coil appreciated freefloating in uterine cavity') in a 35-year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, tachycardia, gerd, chronic bronchitis and abdominal cramps. Concomitant products included ethinylestradiol;norgestimate (sprinted) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain /pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition:depression and mental anguish,") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish,"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 9 days after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for events pain, bleeding, and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of events pelvic pain, abnormal bleeding (vaginal, menorrhagia) was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus / essure coil appreciated freefloating in uterine cavity') in a (B)(6) female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, tachycardia, gerd, chronic bronchitis and abdominal cramps. Concomitant products included ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain /pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition:depression and mental anguish,") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish,"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 9 days after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs and mr received : events added-abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migration of essure device location of device: uterus. Lot number added, aka name added, reporter added, patient demographic added, essure and removal date added, product indication updated. Events onset date, events severity, concomitant drug, medical history added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus / essure coil appreciated freefloating in uterine cavity') in a 35-year-old female patient who had essure (batch no. C35242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, tachycardia, gerd, chronic bronchitis and abdominal cramps. Concomitant products included ethinylestradiol;norgestimate (sprintec) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In may 2015, the patient experienced pelvic pain ("physical pain /pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition:depression and mental anguish,") and anxiety ("psychological or psychiatric problems condition:depression and mental anguish,"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 9 days after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.